Manufacturer narrative:
Analysis of the patient programmer 97740 (serial # (B)(4)) revealed that the complaint was unverified. Product event summary #pli 10: the programmer 97740 patient mrics was returned and analysis found no significant anomaly. Evaluation determined that standard investigation is needed because it was reported that the pp was unable to power on. The reported information is an allegation that suggests a possible failure of a device, labeling, or packaging to meet specifications. An assessment of the source information indicates a potential relationship between the adverse event(s) reported and the alleged device failure. Assessment determined that there is not an existing formal investigation for the issue identified in this event. However, a formal investigation is not needed because standard investigation determined that no device, packaging, quality or design issues occurred. Supporting event information used to make this determination includes the analysis findings confirming that the complaint was unverified. The antenna jack was cleaned with alcohol and no issues were found. Section d information references the main component of the system and other applicable components are: product ID 97740, serial# (B)(4), product type: programmer, patient.

Event description:
The consumer reported that they had issues with their patient programmer (pp) ever since they got it and it was unable to power on. It was noted that when the patient changed the aaa batteries with brand new ones, the issues would not resolve, the pp did not have corrosion on it, and it hadn't gotten dropped or wet. It was also noted that the patient last felt stimulation two weeks prior to the report. Follow-up has been attempted, but no further information was received at this time. If additional information is received, the event will be updated. The indication for use for the implanted device was noted as spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.